Event description:
Canada complaint coordinator's (cc) follow up with the healthcare professional (hcp) of the home patient (hp) reveals that at the time that the hp's husband suspected an overfill of solution, the hp was being treated in the hospital for peritonitis. Hcp relates that she does not attribute peritonitis to the homechoice cycler or baxter products. According the hcp, she does not feel that the hp had been overfilled with fluid. Hcp states that no manual drain of solution had occurred and she does not feel that the hp gained 7 pounds during hospitalization. According to the hcp, a different unit had discharged the hp and the in-hospital fill volume may have been different than what the hp is accustomed to from her unit.

Event description:
Canada complaint coordinator (cc) reports vague info that the spouse of the home pt (hp) suspects an overfill of solution while using the homechoice cycler for apd therapy, as the hp's weight has increased 7 lbs over the course of 10 days. No further incident details have been provided at this time.